Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery fully depleted and shut down due to the customer not charging the pump. The customer was able to connect the pump to a power source and turn the pump back on. Subsequently, the customer noted that the pump battery would not charge past 5% despite the attempt of multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) level was impacted (306 mg/dl). A manual injection was delivered to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.